Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the photo, a particulate matter which has the appearance of a dark filament was observed. The bag is outside from its original pouch and based on careful analysis it was not possible to ascertain its location, whether inside or on the outer film of the bag. Through accurate visual examination under light source of the sample, it was determined that the claimed filament was external to the bag, not in contact with the fluid path. The filament is attached to the bag film by a small ball of sticky material that has been identified by ft-ir analysis to be of silicone origin. This material is not present in any of the manufacturing processes of this product. In addition, since the particulate was found after opening the original pouch, the cause of the contamination is not attributable to the production phases of manufacturing. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, while an exact root cause could not be determined, the contamination was observed to not be due to a any production process. Therefore, the complaint is considered not confirmed to be a manufacturing issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: particulate matter on apex bag. Detailed inquiry description: particulate matter on apex bag.